Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure the white rubber seal on the reducer cap came off. The procedure was continued and completed without the cap. There was no patient injury.